Event description:
Pump declared alarm 20 during operation, indicating a malfunction. Customer declined to report whether issue caused blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level reported. Despite efforts to resolve the problem by loading a new cartridge, alarm recurred. Technical support replaced the pump, ensuring insulin delivery through mdi as backup therapy. Caller was instructed on pump storage mode and return process, understanding and acknowledging guidance provided.